Manufacturer narrative:
This report was late due to awaiting an update on the surgery date/outcome and delays due to the enrollment process.

Event description:
Patient was implanted on (B)(6) 2018. On (B)(6) 2022, patient was diagnosed with conjunctival erosion over the device in the implanted eye, likely due to irritation from the suture tab at the inferotemporal quadrant. The device was partially explanted on (B)(6) 2022 with no complications. There was no defect or malfunction of the device associated with this event.